Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to the damage to the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/24/2024, it was reported by a sales representative via email that an ar-9561-20s univers revers modular glenoid system central screw did not acquire the purchase on an ar-9560-24 univers revers modular glenoid system modulas baseplate. They fused together when attempting to remove the central screw, so the surgeon has to remove the baseplate as well. The case was completed with a different baseplate and central screws. This was discovered during a reverse total shoulder procedure on (B)(6) 2024. Additional information received on 4/29/2024: the procedure was completed using a new ar-9560-24 arthrex univers revers modular glenoid system modulas baseplate and an ar-9561-30s univers revers modular glenoid system, central screw. The case was delayed as the surgeon had to remove the faulty implants and insert the new ones.